Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Event description:
Pt reported the infusion device displayed several e4 occlusion error during the night and the early hours of the morning. Her blood glucose was in the "low teens" and then elevated up to 25 (unit of measurement and target blood glucose were not provided). Pt was admitted to the hospital for treatment overnight and placed on a sliding scale. The infusion device was requested for eval. No further info was provided.